Event description:
(B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The patient presented with silent ischemia and was referred for cardiac catheterization. The index procedure treated the 75% stenosed, 2.5x8.0mm target lesion located in the ramus artery. Treatment placed a 2.5x20mm taxus liberte study stent. A proximal edge dissection occurred which was treated with a 2.5x16mm taxus liberte stent and medication. Post dilation was performed resulting in 0% residual stenosis. The event was considered resolved without residual effects the same day. The patient was discharged three days post the index procedure. Per the physician, the event was listed as "related" to the study stent.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).